Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the pacemaker change out, after the atrial lead was connected to the pacemaker and the pocket was closed, the lead impedance measured out-of-range high. The reported lead was not physically compatible with the pacemaker connector standard. The device was programmed to unipolar pacing/sensing. The lead remains implanted. No patient complications were reported as a result of this event.